Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia. The customer blood glucose level was 33 mg/dl. The customer was declined with troubleshooting for low blood glucose. Customer stated that she had a change sensor after a sensor updating and a failed calibration. It was unknown that the customer did used to auto mode feature at the time of event. The device will not be returned for analysis.